Event description:
It was reported that the right ventricular lead's insulation was breached. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis of the lead found that the proximal insulation was cracked at 4.6 cm from the connector pin.